Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. This record is for the right side device. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d2a, d4, g2, h3, h4, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted the event was unable to be observed since it is a medical event and is not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown"

Event description:
Healthcare professional reported "capsular contracture baker grade unknown" this is for the right side device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15/feb/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device has been explanted.